Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. In 2001, pt was taken to emergency room after experiencing unknown symptoms. At the hospital the pt was found to have a blood glucose of 52mg/dl and was treated for hypoglycemia. Pt has been unable to check blood glucose because ot meter needed a new battery since 10 days ago. No further info has been provided.